Event description:
There was an allegation of questionable total protein gen.2 results for 1 patient sample on a cobas c 703 analytical unit. The initial result was 3.11 g/dl. The sample was repeated on another c703 analyzer and the result was 5.65 g/dl.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was within specification. The alarm trace did not contain a conspicuous event. The investigation is ongoing.